Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Revision of luxated hip revealed massive loss of soft tissue around greater trochanter and accompanying particle debris around the spigot, inside the head trunnion and in the wound as a black pattern. The products revised were accolade tmzf with trident cup. The stem, head and liner were retrieved and available for further inspection. As to marks on the stem, the surgeon used only osteotome around the proximal part of the fixation zone and not on the trunnion. Mark on the head only on the outside to tap out the head. The stem was withdrawn with the threaded accolade2 inserter. No other marks were caused by using osteotome or other instrument.

Manufacturer narrative:
An event regarding impingement leading to range of motion involving a trident liner was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report which indicated: a detailed image of the articulating surface of the insert with burnishing, scratching and third-body indentations being observed. These are common damage modes of uhmwpe. Clinician review: a review of the provided medical records by a clinical consultant indicated: it is however quite clear that the cup rim was subject to device/device impingement because the explant picture shows a typical ¿impingement dimple¿ around the inferior/anterior cup liner rim, consistent with a cup and liner in absent anteversion. Impingement is the first stage of joint instability that proceeds to subluxation and full dislocation with further movement of the hip, also consistent with the clinical history of recurrent dislocation. So, cup malposition contributing to impingement and instability is clear. Cup malposition in absent anteversion and medialized position in combination with gluteal muscular insufficiency after rupture/ fracture of the tip of greater trochanter 2-years earlier have contributed to recurrent dislocation in the arthroplasty requiring revision surgery. The overload condition associated with these two factors contributed to corrosion in the modular femoral head junction with metal debris generation in and around the arthroplasty as secondary adverse effects. Product history review: indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the material analysis indicated: visual inspection was performed as part of the material analysis report which indicated: a detailed image of the articulating surface of the insert, with burnishing, scratching and third-body indentations being observed. These are common damage modes of uhmwpe. A review of the provided medical records by a clinical consultant indicated: it is however quite clear that the cup rim was subject to device/device impingement because the explant picture shows a typical ¿impingement dimple¿ around the inferior/anterior cup liner rim, consistent with a cup and liner in absent anteversion. Impingement is the first stage of joint instability that proceeds to subluxation and full dislocation with further movement of the hip, also consistent with the clinical history of recurrent dislocation. So, cup malposition contributing to impingement and instability is clear. Cup malposition in absent anteversion and medialized position in combination with gluteal muscular insufficiency after rupture/ fracture of the tip of greater trochanter 2-years earlier have contributed to recurrent dislocation in the arthroplasty requiring revision surgery. The overload condition associated with these two factors contributed to corrosion in the modular femoral head junction with metal debris generation in and around the arthroplasty as secondary adverse effects. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of luxated hip revealed massive loss of soft tissue around greater trochanter and accompanying particle debris around the spigot, inside the head trunnion and in the wound as a black pattern. The products revised were accolade tmzf with trident cup. The stem, head and liner were retrieved and available for further inspection. As to marks on the stem, the surgeon used only osteotome around the proximal part of the fixation zone and not on the trunnion. Mark on the head only on the outside to tap out the head. The stem was withdrawn with the threaded accolade2 inserter. No other marks were caused by using osteotome or other instrument.